Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery the tip of the nitinol pin broke inside the patient without the surgeon applying any particular force. The broken piece was retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device using the other end of the pin. It was not necessary to switch the surgical technique or do a second surgery.